Manufacturer narrative:
H3, h6) all four returned straight suctions were returned to the manufacturer for evaluation. All four instruments were able to verify but with some difficulty. The divot errors ranged from 1.6mm to 2.0mm. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that registration was difficult only for the em straight suction instruments. All other equipment could be registered without any issues. The surgery was completed using the navigation/image system with other equipment. This issue caused no surgical delay. There was no reported impact on patient outcome.